Event description:
It was reported that the patient presented with an infection after surgery. The patient exhibited drainage, slow wound healing, redness, and irritation. Patient was treated wtih antibiotics and required surgical debridement of the wound.